Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports no power on their 8100. Failure device type: failure problem type: failure mode: case resolution: customer reports when connecting their 8100, it lights up, but there is no channel ID. If customer connects to other side of 8015, fault clears. Customer replaced both iui's. Informed customer this is most likely due to the motor control board. Recommended sending the unit in for repair. Emailed customer our fixed level pricing list. Customer will call back to send in for repair. Ended call. Ref: (B)(4).